Event description:
Hold for ashleythe neuron max 088 catheter was being used for a thrombectomy when it kinked in the innominate artery. This caused the jet 7 catheter within it to fracture. The fractured fragment was recovered and there was no residual fragment of the jet 7 in the patient. There was a medtronic phenom 27 microcatheter within the neuron max 088 that had a small metal marker detach from the catheter and embolize to the distal right anterior cerebral artery (aca) territory. This did not appear to limit blood flow through the affected artery.